Manufacturer narrative:
This information is based entirely on journal literature. The gender of the baseline characteristics is female and the baseline age is 65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: subclinical atrial fibrillation in patients with recent transient ischemic attack. Journal of cardiovascular electrophysiology. 2018; 29(5):707-714. Doi: 10.1111/jce.13470. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac monitors (icms). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that the monitor was explanted in two patients due to infection or pain. A third patient had a superficial skin infection requiring treatment with antibiotics but not require device removal. The status of each monitor is unknown. No patient complications have been reported as a result of this event.